Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Please clarify the alert date of feb 9, 2021. Why was this reported late? What alert date on this complaint? Answer: the surgery date is (B)(6)2021 and the MDR was submitted on (B)(6)2021. 2. Lot number provided in the der is not shown in the master list, as400 and jde. Kindly clarify the valid lot number of attune distal fem cut block? Answer: the block has already been sent back to my office. 3. Was there any adverse consequences that affected the patient because of the reported event? Answer: no. 4. Were there any pieces broken off from the instrument? Answer: no.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to pin the distal cutting guide, the pin would not go through the pin hole. There is a burr in the hole that would not allow the pin to go through. No pieces were broken off and the surgeon was able to use another hole to complete his cut.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted damage is consistent with device wear out due to normal intended use and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.